Event description:
It was reported the customer received a lost sensor alarm. She also stated her sensor glucose readings were under 40 mg/dl and over 400 mg/dl in the past week. Customer also reported a bent cannula when she removed her sensor. The customer was advised a bent cannula will affect the sensor glucose accuracy. The customer's blood glucose was 186 mg/dl at the time of the call. Customer was advised to return her sensor. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.